Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that stent expansion failure occurred. The target lesion was located in the severely tortuous and severely calcified arteriovenous fistula. An 14x60x120 epic stent was advanced for treatment. However, during stent deployment, a strong resistance was felt, and a radial force was not enough to treat lesion. The stent was completely apposed, and the procedure was completed with the original device. There were no patient complications reported and patient was in good condition post-procedure.